Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant hex of tooth location 17 is damaged and does not thread properly. The reported complaint could not be verified with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d4: expiration date, UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant had a damaged drive feature.